Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It was not disclosed what the pt was being treated for. The product was implanted during surgery on (B)(6) 2007. The complaints via the attorney were that the pt suffered infection, injury, pain, discomfort, urinary incontinence, urinary retention, complications, tissue erosion and dyspareunia. It is not known when the event occurred although she had revision surgery on (B)(6) 2010. It is not known what occurred during this surgery. It is not known what the pt's current condition is. No information has been confirmed by a health care professional.